Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and a large ketone level identified by healthcare provider as dangerous. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended and pump settings were also adjusted. Reportedly, the customer's healthcare provider believed the cause of high bg was due to customer¿s emotional state of excitement prior to (B)(6). In addition, high bg could have also been related to settings needing adjustment.